Manufacturer narrative:
(B)(4). Upon visual inspection, bone residues and some damage was observed on the external surface of the implant. No other anomalies were identified. The device history record was reviewed and no non-conformity or manufacturing deviation that could contribute to the event reported was found. A definitive cause could not be determined.

Event description:
The doctor indicates that the patient feels he is having an allergic reaction to the implants that were placed. The doctor has removed the implants. There is no future plans to replace the implants.